Event description:
The complainant alleged that during routine testing by a biomed the device would not pace at the appropriate settings while hooked to a simulator. The complainant indicated there was no pt involvement with this reported malfunction.